Event description:
It was reported that a patient was seeing a power-on-reset (por) on her programmer. It was stated that the patient was unable to adjust stimulation. The por had just appeared on the day of the report. The patient "kept getting the poor communication screen" and it would go back to the information por message. When the patient tried clearing the por they saw the poor communication screen. It was stated that the patient felt as though her implantable neurostimulator (ins) has shift up towards her clavicle. It was stated that the ins had been like for "several months". The patient was unable to get communication.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v050295, implanted: (B)(6) 2008, product type: lead. Product ID: 64002, lot# n211843, implanted: (B)(6) 2010, product type: adapter. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy. The patient had the device reset and the controller had worked ever since.